Event description:
Patient stated he is no longer using the v-go due to high and low bg. Patient stated highs were over 600 for a week and reached 710 and patient kept falling. Patient was hospitalized in (B)(6) 2018 due to the falling. Patient also experienced low bg of 50 while on v-go. Patient's hcp prescribed insulin pens after hospitalization. Patient did not have any exact dates and times when he had the high and low bg. Patient's most current bg is 241 on (B)(6) 2019 9:30am using the pens.